Event description:
During advancement of the iab over the guide wire, the physician was not able to advance the catheter more than 10cm. Withdrawal of the catheter from the guide was difficult. There were no patient complications.